Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at the display window corners and battery tube threads, and a severely scratched display window.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 378mg/dl. Advised insulin pump would be replaced. No additional information is provided.